Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately six weeks post implant it was reported that dislodgement was suspected of the left ventricular (lv) lead as evidenced by rise in threshold. Because of the increase in lv threshold the lv lead was attempted to be re-positioned but was then explanted and replaced. No patient complications have been reported as a result of this event.